Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery spatula instrument insulation had fallen off and was worried about electrical leakage. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: before the operation began, the hand-washing nurse noticed the damage. It is not confirmed when the damage occurred. During the last use of this product, which was a gynecological procedure, arcing was observed. There was no obvious thermal damage noticed. It is believed by the surgeon that the arcing event was caused by the power platform being not properly tuned. There was no injury to the patient. The instrument was inspected prior to use and there was no damage observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 2.28mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observation related to complaint: the instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Additional observation related to complaint: the instrument was found to have a broken ceramic sleeve. Broken piece are missing as a result of breakage. Size of missing piece is approximately 5.57mm. Ceramic sleeve does not exhibit scratch marks. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.